Event description:
It was reported that an atrial lead polarity switch was seen during interrogation. Atrial bipolar impedance was 294 ohms and unipolar impedance was 542 ohms. Oversensing was seen in unipolar. Possible inner insulation degradation was reported. In addition, it was reported the lead was not sensing well. The device was reprogrammed to a vvi pacing mode. An x-ray revealed no signs of a lead crush. No patient complications were reported as a result of this event.

Event description:
It was reported that an atrial lead polarity switch was seen during interrogation. Atrial bipolar impedance was 294 ohms and unipolar impedance was 542 ohms. Oversensing was seen in unipolar. Possible inner insulation degradation was reported. In addition, it was reported the lead was not sensing well. The device was reprogrammed to a vvi pacing mode. An x-ray revealed no signs of a lead crush. It was further reported that there was an atrial lead warning and the lead had switched to unipolar due to low impedance. The patient also complained of occasional "fluttering" in the pocket area when climbing into bed and also upon interrogation. The patient was left in unipolar and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an atrial lead polarity switch was seen during interrogation. Atrial bipolar impedance was 294 ohms and unipolar impedance was 542 ohms. Oversensing was seen in unipolar. Possible inner insulation degradation was reported. In addition, it was reported the lead was not sensing well. The device was reprogrammed to a vvi pacing mode. An x-ray revealed no signs of a lead crush. It was further reported that there was an atrial lead warning and the lead had switched to unipolar due to low impedance. The patient also complained of occasional "fluttering" in the pocket area when climbing into bed and also upon interrogation. The patient was left in unipolar and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected was analyzed and revealed low atrial impedance/resistance and 245,305 low impedance paces post lead warning on (B)(6)-2011.